Manufacturer narrative:
Batch review performed on 26 july 2019: lot 181901: (B)(4) items manufactured and released on 06 june 2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a 2 similar reported events.

Event description:
The patient came in due to signs of an infection after about 2 months from primary, the pathogen is unknown. The surgeon performed a washout and poly swap and the surgery was completed successfully.